Event description:
Device: 100 percent pure cotton, 350 count. Double tipped. The cotton on both ends of the plastic cotton swab, came apart and blocked in my ears from 5 swabs. Please open a formal investigation into my complaint. Please inform me of any accompanying sanctions and other equitable actions taken against the (B)(6) company and its distributors. I have enclosed identifiers from the box of cotton swabs and 10 swabs. Please forward my complaint to all federal and state regulatory agencies.